Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to a physical therapy session and therapist used a massager on pt where ins was located on (B)(6) 2021. Pt reports started having symptom return that night. Pt states has been having accidents and got up 5 times during the night. Pt increased therapy strength. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor to have ins placement checked. The patient mentioned unrelated medical history. This included pt reports has a "crappy back" unrelated to device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.